Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported, that the replacement antenna works. Until the internal battery stop working. They reported, that they weigh approximately 120lbs.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: re-charger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported patient experienced 376 error code on recharger antenna which indicated antenna temp failure. Patient stated the ins was not charging right and it would take me all night to charge it. Patient mentioned she had to keep it on so long that it burned her skin. It was noted rep checked device with clinician programmer and said, ¿it was working¿. A replacement recharger antenna would be sent, recharger antenna hot and burned skin. Additional information from patient on (B)(6) 2019 indicated patient had not yet received the recharger antenna that was sent, and this issue was about 2 years ago. Rep helped her find the right position for the antenna to be in over the ins regarding the ins taking forever to charge. Patient mentioned about ins was taking forever to charge and recharging antenna hot, burning skin. No further complications were reported or anticipated. On (B)(6) 2019 crts, rpl 238210 (con): additional information from patient indicated patient got an antenna replacement, she said her antenna did not unplug. Rep told her she had to take the screw and cover off and then it unplugged. It was noted recharger antenna was damaged. No further complications were reported or anticipated. Refer to (B)(4) for ins not working and swollen knees.